Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia, weakness and dizziness. It was also reported that the patient's heart rate was recorded to be below the programmed implantable pulse generator (ipg) pacing parameters. The ipg remains in use. No further patient complications have been reported as a result of this event.